Event description:
During svc, the baxter repair tech reported a failure code 814:01 in the event history. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event. No additional info is available.